Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. Downstream occlusion testing was performed and found the sensor reading to be out of specification. A review of the event history log revealed multiple ¿downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent downstream occlusion test failure. The "downstream calibration value looks high when new tubing was inserted". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.